Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: product ID: ddbb1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was noise on the electrogram and the right ventricular (rv) lead was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.